Event description:
A report was received that stated during an injection via the device, the needle became detached from the syringe. The nurse removed the detached needle. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.